Event description:
Caller reported that pump battery depleted quickly, leading to shutdown and causing blood glucose level to reach 530 mg/dl. No further action was taken by the customer regarding high blood glucose. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.